Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) to report that a falsely depressed luminescent oxygen channeling immunoassay (loci) high sensitivity troponin I (tnih) result was obtained on a patient sample on a dimension exl with lm instrument. Upon further investigation, it was determined that the customer moved the sample during processing, causing the instrument to sample air instead of the patient sample. This was verified with the abnormal assay flag that was triggered on serum indices (hemolysis, icteric, and lipemia) when the sample was initially processed. Customer bulletin "specimen quality assessment for hemolysis (h), icterus (I), lipemia/turbidity (l)" 11419740, rev. C states that "when obtaining abnormal assay for hil when running a sample, repeat all tests for that sample to rule out insufficient or no sample". In this situation, the customer thought that the system did not recognize the barcode for the sample in segment position s9 and manually moved the sample to segment position s8. While the screen did not refresh with the barcode, the data indicates that the barcode had been read and the sample in position s9 was removed after the liquid/sample detect but before aspiration, resulting in the tnih result of 6.09 ng/l. The customer has not reported this occurring with other samples. The cause of the erroneous tnih result was the customer moving a sample while the segment was in process which is outside of siemens' recommendations. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed luminescent oxygen channeling immunoassay (loci) high sensitivity troponin I (tnih) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was auto validated and reported to the physician(s). Since the operator did not recognize that the sample was already processed, the operator moved the sample to a different position on the rack/segment. The sample was processed again, and the sample recovered higher. However, since the operator was under the impression that the sample was not processed, the operator manually moved the sample to another position on the same rack/segment and processed it as stat. The sample recovered higher than the discordant result. When the operator reviewed the results for this sample, they observed three results under the same sample ID and called the emergency department to explain the situation and issue an amended report. Subsequent tnih results on this patient are also elevated. There are no known reports of patient intervention or adverse health consequences due to the discordant tnih patient result.